Manufacturer narrative:
The complaint of product incorporate / allows air passage on item b30183 could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history report (DHR) lot#13490373 was reviewed and no non conformities were found that would have led the reported complaint.

Event description:
The event occurred on an unknown date involving a 32" (81 cm) appx 6.3 ml, 15 drop admin set w/0.2 micron filter, rotating luer w/filter cap, bag hanger where the patient reported that air gets back up into the filter causing his chemo treatment not to complete. There was a patient involved and no harm.

Manufacturer narrative:
The device is available for investigation- it has not been received. Additional contact information: (B)(6).